Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller. Patient also stated it was taking up to 4 hours to charge their implantable neurostimulator (ins) and they had to charge the implant twice a day, about every 12 hours. Patient stated the controller tells them the battery is low replace batteries soon. Patient added controller goes white and agreed when agent asked if battery is depleting fast or not holding charge. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharging cord. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Patient mentioned they had the controller replaced once before. When asked for event date, pt stated they have been having issues for 2 years now and have met with their representative, who made some adjustments and it made some improvements and it was better for a while but it didn't take care of the problem and it had gotten progressively worse until they were at where they were now. Patient reported they received the new controller but they were still not able to charge the ins. Patient stated she was not able to use the ins / therapy. Patient stated the she initially got stuck on checking recharger screen then she saw overlapping screens on the new controller. Patient tried to connect to the ins on the call and the controller sat on checking recharger screen. Patient verified the pins on the recharger plug look old but are not damaged. Patient services (pss) is sending a request to repair for the recharger cord. Patient (pt) called back stating that they've been having a lot of trouble with their controller battery and it's not working anymore. Pt repeated previously documented information. Pt stated that the controller doesn't hold a charge anymore and they were standing 3-5 hrs charging it. Pt noted that they had to charge their implant (ins) 3x a day now. Pt mentioned that sometimes they get a message that says rm and asked them to call mdt. Agent reviewed battery pack's service life. Agent attempted to troubleshoot but pt stated that they've already done that and it would only resolve the issue temporarily. Pt denied visible damage on their external devices. Agent sent are quest to repair to replace the recharger. Agent instructed the pt to monitor the issue and call mdt back if it persists. Pt mentioned that they have a new managing doctor that they will be seeing next week. Pt mentioned that some of their external devices have been replaced before and it will be their third controller if they would get a new one. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller noted for about 6 to 8 months the pt had issues with probably the ins because they had to recharge the ins 3 times a day and when the ins battery got down to 70% it stopped working; caller said they were sent two new chargers and a controller but issues were still on going. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.